Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery was depleting quickly. Subsequently, the pump shut off. The customer's blood glucose level was 186 mg/dl. The customer connected the pump to a power source and the pump turned on. The customer loaded a new cartridge and resumed insulin therapy.